Manufacturer narrative:
Analysis was preformed on the software they were unable to reproduce the issue and there was not enough information to obtain a probable cause. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the navigation system functioned as designed. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information was added to the event description and patient information received. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received stating that the health care professional spent approximately 15 minutes trying to register the patient. They were unsuccessful so they continued the case without navigation.

Manufacturer narrative:
Other relevant device(s) are: sfw kit, 9735736, stealth s8 ent EU-sc, version (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a functional endoscopic sinus surgery (fess). It was reported that the health care professional was unable to register a patient today. Use of the system was aborted. Navigation was aborted. No further information was received. The manufacturer representative stated that they were able to pass registration on a demo head.